Manufacturer narrative:
Patient is nursing home patient. (B)(6). Patient weight not available for reporting. Additional product code: hwc. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Manufacturing location: (B)(4). Manufacturing date: 05-jun-2010. Expiration date: 30-apr-2019. Part #: 456.325s, lot#: 6399653 (sterile) - 10 mm/130 deg ti cann troch fixation nail 235 mm - sterile. Quantity 6. Inspection sheet for in-process acceptance sheet, inspection sheet for final inspection, inspect dimensional sheet met inspection acceptance criteria. Component parts reviewed: 456.314.3 - lock driver tfn, bp-55 lot - 6339111 , 456.315.2 - 130 degree lock prong tfn bp-58 lot - 6339154, 21069 - raw material lot bp-80 lot - 6195242. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision of a trochanteric fixation nail (tfn), helical blade and locking screw on (B)(6) 2017 due to broken nail and a femur fracture at the distal end of the nail. It was discovered on (B)(6), 2017 that the nail was broken where the screw intersects with the nail. The nail, helical blade and locking screw were originally implanted on an unknown date by another surgeon. There was a 90 minute delay while attempting to remove the distal end of the nail. The surgeon attempted to use a competitor¿s pituitary forceps which was not successful. The surgeon then opened the distal end of the femur and advanced a reaming rod, which he had bent to make a hook on the end, up the femur and through the nail, grabbed onto the nail with the hook, and removed the nail. The devices were replaced with a long tfn, helical blade, and screw. The surgery was successfully completed. The patient outcome was reported as fine. Concomitant devices reported:11.0 mm ti helical blade 85 mm (part 456.302, lot h088004, quantity 1). The 5.0 mm ti locking screw 34 mm for nails 34 mm (part 458.934, quantity 1). This report is for one (1) 10 mm 130 degree cannulated tfn nail 235 mm. This is report 1 of 1 for (B)(6).

Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Customer quality (cq) engineering investigation: this complaint is confirmed. Replication of the complaint condition is not applicable due to confirmed damage. Visual inspection, dcrm review, DHR review and drawing review were performed as part of this investigation. Concomitant devices: helical blade (p/n 456.302, lot# h088004) and locking screw (part #: 458.934, lot #: 7964834, quantity: 1). All the returned concomitant items showed wear which is in line with the implantation and removal procedure. No other damage was observed on the concomitant implants. Hence, no further investigation was deemed necessary for the concomitant items. Visual inspection: tfn nail, p/n 456.325/ lot# 6399653, was returned in a broken state for the cq investigation. The nail is broken at the distal locking hole around the middle portion of the nail. All the fragments were returned with the complaint. The distal end of the nail has cut piece of the reaming rod which was used as a hook by the surgeon during removal of the fragment. The tfn nail has some scratches near the broken area which were made probably during an attempt to remove the distal fragment using forceps. DHR review: no ncr's were generated during production. Review of the device history record(s) showed that there were no issues with the material, hardness and during the manufacturing of the product, and any subcomponents, which would contribute to this complaint condition. Drawing review: tfn nail body length 235mm, drawing was reviewed. The shaft diameter measured within specification at 10.02 mm (spec: 10 mm +0.05/-0.15). Hence no drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. Dcrm review: part number: 456.325s complaint category: broken: postoperatively part family: 456.324s to 456.329s & 456.510/1/2s [titanium trochanteric fixation nail (tfn) 235mm] the proximal femoral nailing implants - core dossier design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition. There is not enough information available to about the incident that led to the device breakage. No issues or damage was observed on the returned tfn nail which could contribute to its breakage. No drawing issues or discrepancies were noted. Review of the device history record showed that there were no issues with the material, hardness and during the manufacturing of this product that would contribute to this complaint condition. The exact root cause could not be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.